Event description:
It was reported that the customer experienced a blood glucose (bg) level of 587 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was initially released from the ER 7.5 hours later; however, customer returned to the ER, and was hospitalized. The customer was ultimately released 22 hours later with no permanent damage; however, bg was still elevated. Troubleshooting with tandem clinical support did not identify any issues with the pump or supplies; however, customer did not inspect the non-tandem infusion set issue. Additionally, customer was experiencing stress prior to the event which possibly contributed to the event. Reportedly, customer reverted to manual injections for insulin therapy until further consultation with healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.